Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000053241.

Event description:
It was reported one of the patient's leads had migrated. As such, surgical intervention may occur later to address the issue. Investigation was unable to determine which of the leads migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported one of the patient's leads had migrated. As such, surgical intervention occurred and the leads were explanted and replaced with a paddle lead.